Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with below IFU: instructions, for cf-ez1500dl/I, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, for cf-ez1500dl/I, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was found the foreign material was a mixture of silicates, protein, and organic silicone. Silicates is a white component which is included antifoams or tap water. Protein is derived from human or included medical solution. Organic silicone is included medical solution or antifoams. The subject event can be detected and prevented by implementation in accordance with below IFU: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object came out of the nozzle. In addition, the evaluation found the following; water tightness was lost, due to damage on the up/down knob, the adhesive on the bending section cover had a chip and had a white clouded area. Due to clogging of the nozzle, water removal ability did not meet the standard value. The control unit was dirty due to water leakage. The paint on the suction cylinder was peeled, the adhesive around the objective lens had a white clouded area and the adhesive around the light guide lens had a white clouded area. The plastic distal end cover and connecting tube had scratches. The device was cleaned, disinfected and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was inside the nozzle. There was no delay in the start of the pre-cleaning. It is unknown if the customer flushed the nozzle with air/water however, they indicated they did flush the air/water nozzle channel with the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had a faulty switch 1. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.